Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod coil, a non-penumbra microcatheter, and an angiographic catheter. It was noted that the patient¿s anatomy was mildly tortuous. During the procedure, while advancing the pod coil into the microcatheter, the physician experienced resistance. However, the physician continued to advance the pod coil against resistance and the pod coil became stuck with a few centimeters of the pod coil outside of the microcatheter. The physician then decided to remove the pod coil and while retracting the pod coil, the pod coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the pod coil was removed. It was reported that the microcatheter was flushed. The procedure was completed using a new pod coil, four additional coils, and the same microcatheter. There was no report of an adverse effect to the patient.